Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to failed removal due to filter tilt and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of venous thrombosis. Under ultrasound guidance, using sterile technique and local anesthesia, a micro puncture access was obtained into the right jugular vein, which allowed advancement of a sheath into the inferior vena cava. The inferior venacavogram performed was normal. The optease inferior vena cava (ivc) filter was deployed in the infrarenal inferior vena cava. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years and nine months after the filter implantation. The patient reports tilting, filter embedded in wall of the ivc, in addition to an unsuccessful percutaneous removal procedure attempt approximately one-week post implant. The patient further experienced worry, anxiety and stress related to the filter which was placed on a temporary basis; however, it could not be removed because it had tilted.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a failed removal due to filter tilt and embedment. The patient reported tilt, filter embedded in the wall of the inferior vena cava, and an unsuccessful percutaneous removal procedure attempt at approximately one-week post implant. The patient became aware of these events approximately nine years and nine months post implant. The patient also reported anxiety and stress related to the filter. According to the implant record the patient was reported to have a history of venous thrombosis. Under ultrasound guidance, using sterile technique and local anesthesia, a micro puncture access was obtained into the right jugular vein, which allowed advancement of a sheath into the inferior vena cava. The inferior venacavogram performed was normal. The optease inferior vena cava (ivc) filter was deployed in the infrarenal inferior vena cava. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Post implant imaging has not been provided. As the attempted explant procedural details have not been provided an exact cause for the removal difficulty could not be determined. Without the procedural films or post-placement imaging and the limited information provided, the reported events could not be confirmed or further clarified. Ivc filter tilt has been associated with operator technique, and/or vessel characteristics, specifically asymmetry and tortuosity. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a failed removal due to filter tilt and embedment. The patient reported tilt, filter embedded in the wall of the inferior vena cava, and an unsuccessful percutaneous removal procedure attempt at approximately one-week post implant. The patient became aware of these events approximately nine years and nine months post implant. The patient also reported anxiety and stress related to the filter. According to the implant record the patient was reported to have a history of venous thrombosis. Under ultrasound guidance, using sterile technique and local anesthesia, a micro puncture access was obtained into the right jugular vein, which allowed advancement of a sheath into the inferior vena cava. The inferior venacavogram performed was normal. The optease inferior vena cava (ivc) filter was deployed in the infrarenal inferior vena cava. The patient has subsequently reported perforation of filter struts outside the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Post implant imaging has not been provided. As the attempted explant procedural details have not been provided an exact cause for the removal difficulty could not be determined. Without the procedural films or post-placement imaging and the limited information provided, the reported events could not be confirmed or further clarified. Ivc filter tilt has been associated with operator technique, and/or vessel characteristics, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the information received in the redacted- amended patient profile form (ppf), the patient additionally reports becoming aware of perforation of filter struts outside the inferior vena cava (ivc).

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a failed removal due to filter tilt and embedment. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and embedded with failed removal could not be confirmed or further clarified. Additionally, the timing and mechanism of the events is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to failed removal due to filter tilt and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.